Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) middle insulation breached mio; distal segment; defib conductor distorted. Outer insulation melted.

Event description:
It was reported that the lead had sensing difficulty. No patient complications have been reported as a result of this event.